Event description:
A nurse reported problems with the compensated intraocular pressure on a retinal system during a procedure. The procedure was completed after exchanging the system. There was no pt harm. This case is related to a pool of cases from this facility, this is pt #3. Additional info has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).